Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient had excruciating abdominal pain post surgical lead implant. They performed a CT scan and it was negative for any findings; the lead was midline. The pain was not changed or exacerbated when stimulation was turned on and the patient was feeling stimulation in their legs with the stimulation on. The patient was still feeling pain with stimulation off. The representative noted that there wasn't anything remarkable about the surgeon's technique during the procedure. Additional information was received from a manufacturer representative (rep). It was reported that the healthcare provider planned to explant the leads and leave the ins implanted on (B)(6) 2019 due to the lower abdominal pain. The surgeon ended up explanting the entire system. No further complications are anticipated.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-07-22. It was reported that the patient was kept inpatient with the stimulator turned off. The situation was not related to stimulation and the pain was occurring with the stimulator turned off. Impedances were within normal limits. The hcp kept stimulator off and the pain persisted with stimulation disabled. The patient had lower abdominal pain since surgery. The stimulator was off for 2 weeks and the pain persisted. The system was explanted. No further complications were reported/anticipated. See reg rep #3007566237-2019-01533 for previously reported information.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. If information is provided in the future, a supplemental report will be issued.